Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient's ipg would not communicate and was subsequently deemed inoperable due to failure to use or recharge their scs system as recommended for months. Reportedly, a possible fusion and or device replacement may be undertaken as the next course of action to address the issue.

Event description:
Further follow-up indicates the patient underwent surgical intervention to replace the ipg. Effective therapy has been restored.